Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier evaluation revealed that the unit as received had no rf power output on test. The problem was isolated to a broken solder t602 transformer on the main board. The unit required and update. (Sw on controller and audio & hw on audio board). Note: maximum separation from all esu's is required. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer is sending in their cmc iii for repair. Outputs are out of spec. Additional information has been requested. At the present time, there is no information to suggest that there was a patient related event that has led to an adverse event or a delay. As a result based on the current information provided the complaint will be classified as a malfunction until additional information is provided to suggest otherwise.